Manufacturer narrative:
The catheter and the embolic material were not returned for analysis. The catheter was discarded and the embolic material was consumed during the intervention. Based on the reported information, the customer¿s report of difficult removal of the catheter could not be confirmed and/or determined. There was also report of a hemorrhage that was identified post intervention. There was no report that the devices caused or contributed to the bleeding event. The patient did not require any additional medical treatment for this event. Hemorrhage is a known risk of embolization procedure and is documented in the device¿s instruction for use. MDR related to this event: 2029214-2016-00676, 2029214-2016-00677, 2029214-2016-00679.

Event description:
Medtronic received report of difficulty removing the catheter from the onyx cast. However, the tip did successfully detach within the embolic cast. One day post intervention, there was report of a likely subarachnoid hemorrhage / intracranial hemorrhage noticed on the computed tomography (CT) image. No specific treatment was given to the patient. The patient only reported headache being present. This event was reported to have resolved two days later. It was reported as mild in severity. Baseline nihss for (B)(6) 2016 was 0 and mrs was 0. Post intervention, the nihss was 0 and mrs was 1. The arteriovenous malformation (avm) was located in the right parietal lobe. Barthe score was 100. Brain avm symptoms: headaches/migraines, seizures, visual disturbances, parasthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.